Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Initially the complaint was labeled as an adverse event which upon the completion of the investigation it was determined not to be the case. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported during surgery that the art surface would not mate with the tibial component. Subsequently, surgery was completed with a different implant. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available at this time.